Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the graft prox cx. Approximately 7 months later, a second resolute onyx des was implanted in a new lesion. Approximately 7 months later (and 14 months after the index procedure) two additional resolute onyx des were then implanted during a revascularization procedure. Approximately one month later (and 15 months post index procedure) svg to lcx vein graft thrombosis was reported. It was reported that the lcx was involved and that the thrombosis occurred in a resolute onyx des. The patient was hospitalized and received thrombectomy using a medtronic export ap expiration catheter. The patient recovered. The investigator assessed the event as not related to the device but possibly related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
The ae term was updated to coronary artery stent thrombosis. During the revascularization 7 months post index and the revascularization 14 months post index procedure, resolute onyx des were implanted to treat new lesions in the graft cx, these are consider to be target vessel revascularizations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the stent thrombosis end point as late stent thrombosis arc defined. Graft 2nd obtuse marginal. If information is provided in the future, a supplemental report will be issued.